Event description:
A customer contacted beckman coulter inc. (Bci) regarding two glucose (glu) cartridge patient results and one amylase (amy) patient result generated by the unicel dxc 800 pro synchron chemistry analyzer that were found to be erroneous. The erroneous results were not reported outside of the laboratory. Both glu patient samples yielded results of <3mg/dl. Rerun on the same instrument yielded in the 90-100mg/dl range and were reported out. The amy patient sample gave a suppressed ordac hi flag which represents >2400u/l. The customer performed a x2 dilution and yielded a result of 2000u/l. Sample was then rerun neat and yielded a result of 2000u/l which was reported out. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. Fse ran a wash carryover test which failed. Fse replaced the reagent probe and wash collars and performed all top end alignments. The hardware replaced by the fse appears to be the root cause.